Manufacturer narrative:
H6: investigation summary: the complaint is for material number 212554, batch number 201652300 for fm issue. The manufacturer performed the investigation. The manufacturer checked the photo and confirmed the incident as reported. Based on the defect description, as well as on the knowledge of the cap production process, it is reasonable to suppose that the reported defects could be plastic which burnt due to its prolonged permanence into the hot mould. By DHR review, two anomalies were reported by the operators, related to two blackout events which can cause a longer time of permanence of plastic resin into the mould. Based on the investigation, the missing component is considered to be due to packaging machine setting. The manufacturer will continue to monitor for trends.

Event description:
It was reported when using the bd bbl culture swab plus mini chip charcoal (medical device), the device experienced contamination - biological contamination - bacterial, fungal, non-viable. The following information was provided by the initial reporter. The customer stated: the customer found brown foreign matter resembling mold on the cap of the swab.

Event description:
It was reported when using the bd bbl culture swab plus mini chip charcoal (medical device), the device experienced contamination biological contamination bacterial, fungal, non-viable. The following information was provided by the initial reporter. The customer stated: the customer found brown foreign matter resembling mold on the cap of the swab.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.